Event description:
It was reported that during a procedure, the blade broke at the mount. The broken piece of blade was unable to be removed from the handpiece. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.